Event description:
It was reported in a study that 2 patients presented with an acromial fracture as a post-operative complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Foreign source: south korea. Min-su kim, md, yong girl rhee, md, joo han oh, md, jae chul yoo, md, kyu-cheol noh, md, sang-jin shin, md. (2022). Clinical and radiologic outcomes of small glenoid baseplate in reverse total shoulder. Arthroplasty: a prospective multicenter study. Clinics in orthopedic surgery (14) 119-127. Https://doi.org/10.4055/cios20301. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical(g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.